Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. During troubleshooting with tandem technical support the customer received a minimum fill message after filling the cartridge with 150 units of apidra insulin. The customer used a new cartridge and successfully filled it with humalog insulin. The customer indicated that the type of insulin used will be discussed with a healthcare provider. The customer's blood glucose (bg) level was 435 mg/dl and an insulin injection was used to address the bg level.